Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a continuous renal replacement therapy (crrt) with a prismaflex m150 set, the patient experienced intradialytic hemolysis. No patient symptoms or medical intervention was reported, and the patient continued treatment with different prismaflex set (hf1400) with no further issues. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.